Event description:
Note: this MFR. Report pertains to the second of two devices that were used during the same procedure. Refer to associated MFR report # 300509980320081401 for a description of the other device. It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a procedure in 2005. (Patient gender, age and weight unknown). According to the complaint, "the cannula began fraying while passing through the scope, fraying was a result of autotome / cannula fit". The case was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation found that the tip was ripped on two sides. Pieces of the tip were sticking out as if it had been shredded from the inside. No other problems were found with this device. A lot history search was performed and revealed no other complaints reported against lot number 780925. A review of the device history record revealed no anomalies. Confirmed customer complaint. Unable to determine the exact root cause for the damage to the tip.